Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete event, patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention occurred on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.